Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was oversensing of noise on this rv lead which lead to pacing inhibition. There were also some increased impedances of 951 and 868 ohms in october and november. There is no mention of intervention.